Manufacturer narrative:
Updated data: b5, b7, h6 medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information received indicated that approximately 4 years and 8 months following the valve implant transcatheter valve deterioration predominantly aortic stenosis was identified. An increase in the aortic mean gradient >=20 millimeters of mercury (mm hg) from baseline and a mean gradient >= 30 mmhg. Treatment was not reported.

Event description:
Additional information received indicated that the patient developed shortness of breath and ankle swelling. Approximately 4 years and 9 months following the valve implant hospitalization occurred for revision of the existing transcatheter valve. A valve-in-valve (viv) was performed. The medtronic transcatheter valve was replaced with a non-medtronic transcatheter valve. The patient was discharged the day following the revision.

Manufacturer narrative:
Updated data: b2, b5, h1, h6, h1: the new information met criteria to update the previous report type from malfunction to now serious injury. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that approximately 4 years and 7 months following the implant of a transcatheter valve, the valve failed due to aortic stenosis. No patient complications were reported as a result of this event.

Manufacturer narrative:
Corrected data: h6. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that approximately 4 years and 7 months following the implant of a transcatheter valve, the valve failed due to aortic stenosis. No patient complications were reported as a result of this event. Additional information received indicated that approximately 4 years and 8 months following the valve implant transcatheter valve deterioration predominantly aortic stenosis was identified. An increase in the aortic mean gradient >=20 millimeters of mercury (mm hg) from baseline and a mean gradient >= 30 mmhg. Treatment was not reported. Additional information received indicated that the patient developed shortness of breath and ankle swelling. Approximately 4 years and 9 months following the valve implant hospitalization occurred for revision of the existing transcatheter valve. A valve-in-valve (viv) was performed. The medtronic transcatheter valve was replaced with a non-medtronic transcatheter valve. The patient was discharged the day following the revision.